Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. The motor passed the motor test.

Event description:
It was reported that the customer's insulin pump alarmed motor error several times during bolus delivery. The customer's blood glucose was 7.9mmol/l troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run the displacement and self test and they passed. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.